Event description:
It was reported that a package with channel seal interruption was found during incoming inspection. The device was not used.

Manufacturer narrative:
Date sent: 06/10/2009. Information was not provided by the initial contact. Information anticipate, but unavailable at this time.